Event description:
It was reported that preloaded monofocal intraocular lens (iol) was explanted due to photopsia. The lens was removed and replaced during a secondary surgical procedure with another company¿s iol. No injury or additional intervention was required. The patient is doing well. The pre-visual acuity was 20/30-2, and the post-operative visual acuity is recorded as 20/30-1. No further information is available.

Manufacturer narrative:
Section a3, a4 and a5: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: device date returned to manufacturer: sept 29, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device revealed that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, and no issues were identified. The complaint issues were not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that two (2) additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.